Event description:
It was reported that the programmer would not interrogate devices. Several different radio frequency (rf) heads were tried. It was also reported the programmer head connection may be broken. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the programmer head connection was found to be functional, the programmer passed incoming functional and bench testing, no anomalies were found.